Manufacturer narrative:
The device evaluation confirmed one of the electrodes is missing and the insulation on distal end melted.

Event description:
Allegedly, during a urology procedure, two bipolar electrode broke and pieces fell into patient. The broken pieces were retrieved, and customer confirmed there was no harm to patient. This report is for the second electrode that broke.